Event description:
Reference number (B)(4). Event occurred in saudi arabia, it was reported that patient faced infusion set leaking at quick release event on (B)(6) 2024. The infusion set was in use for 1 day. No further information available.